Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of faulty board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint of "not switching on" was confirmed. Device evaluation found monitor is not switching on due to faulty g1 board (power supply). Furthermore, the following findings during inspection were observed: power switch bracket found broken. One connector on qb board found broken. Hit and scratches marks found on bezel plate. Minor crack found on bezel plate. Hit, scratches and minor cracks found on rear cover. Minor corrosion found on connectors of qb board. Minor rusting found on potential equalizer and earth terminal. Locks of all flat cables found no damage. Ins sheet for g1 board found found no damage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the monitor not switching on. The issue found during routine maintenance check. There is no patient involvement on this reported event. No user injury reported.